Event description:
On the morning of the patients outpatient visit, the battery level was indicated as 15 percent in the hm, but was eri when interrogated by the programmer during the outpatient visit. Device was explanted.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker interrogation revealed the eri battery status which was activated on (B)(6) 2022. Furthermore, the pacemakers memory content was analyzed indicating no anomalies. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed in eri mode. There was no indication of a device malfunction. The pacemaker was implanted for approximately 85 months. The amount of charge taken from the battery was verified. The battery condition was found to be normal and as expected. Please note, the remaining battery capacity in percentage is the capacity until eos, not eri. In summary, the pacemaker was fully functional. The battery condition was found to be normal and as expected after an implantation duration of 85 months. The analysis did not reveal any sign of a material or manufacturing problem.